Event description:
Customer reported receiving a high reading on their precision xtra blood glucose monitor. Customer reported receiving reading of 300 mg/dl compared to a laboratory result of 120 mg/dl within 10 minutes. All tests were peformed on the finger. The results when plotted on a parkes error grid fell in the "c" zone, showing the differencein values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be filed once investigation results are available.